Event description:
A hospital in (B)(6) reported to a distributor that the heater wire pins of an rt226 infant low flow breathing circuit were damaged, preventing connection of the breathing circuit to the heater wire adaptor. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt226 infant low flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the complaint rt226 infant breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. A bent pin test was performed on the inspiratory limb to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor was fully connected to the heater wire socket of the returned inspiratory limb. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the returned inspiratory limb. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user.